Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019, customer reported that patient's spo2 dropped but cns did not alarm. Customer requested nk to review event log to determine when the alarm settings were changed. Device manufacturer, nkc, evaluated the event logs and found no settings changes for the cns. It is suspected that the alarm settings may have been changed at the bedside monitor. The logs for the bedside monitor were not available for investigation. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: due to the logs from bedside monitor associated with this incident not being available, the root cause for the alleged missed alarm could not be determined. Cns pu-621ra sn: (B)(6) was put into service on 10/20/2017. Service history for this device shows no other similar incidents. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The biomedical engineer reported that the spo2 levels dropped and that the central nurse's station (cns) did not alarm. Spo2 levels dropped at 10:35am and this was noticed at 10:45am and so they went to change the settings for the spo2 alarms. She wants to know at what time and day these alarm settings were changed and by whom. Device has not been returned, but event log files were collected for review. Cause is unclear, whether this was a settings use error. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the spo2 levels dropped and that the central nurse's station (cns) did not alarm. Spo2 levels dropped at 10:35am and this was noticed at 10:45am and so they went to change the settings for the spo2 alarms. She wants to know at what time and day these alarm settings were changed and by whom. Device has not been returned but event log files were collected for review. As this is still under investigation and the cause is unclear whether this was a settings use error, this issue has been reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. (B)(4). The following devices were being used in conjunction with the cns: device patient was actually connected to and the spo2 probe information was requested but not yet available.

Event description:
The biomedical engineer reported that the spo2 levels dropped and that the central nurse's station (cns) did not alarm. Spo2 levels dropped at 10:35am and this was noticed at 10:45am and so they went to change the settings for the spo2 alarms. She wants to know at what time and day these alarm settings were changed and by whom. Device has not been returned, but event log files were collected for review. Cause is unclear, whether this was a settings use error. No patient harm was reported.